Event description:
Related manufacturer reference number: 3006705815-2021-02122. It was reported that the physician was unable to implant leads during a perm implant on (B)(6) 2021. The procedure was abandoned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.